Manufacturer narrative:
(B)(4). Visual inspection of the returned device found the handle cannula was detached from the handle; it was completely removed from the device including the basket/wire assembly and it was not returned with the device. The sheath was torn at the distal end, exposing the coil assembly, and the coil assembly was stretched. The whitening area was observed in the sheath and the stretching of the coil assembly indicated the device was submitted to high tension. The sidecar rx tunnel was torn at the distal section. It is most likely that procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity, such as manipulation of the device, interaction with the scope, or interaction with other devices. Additionally, the handle cannula was pulled out of the finger ring portion, likely due to excessive force applied to the handle. The whitened area in the sheath and stretched coil assembly confirm that the device was submitted to high tension forces that could have contributed to the encountered damages. Based on the information available and the analysis performed, the investigation conclusion code of this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter basket was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the sidecar rx tunnel was torn, and the basket failed to open. The procedure was completed with another trapezoid basket. There were no patient complications reported as a result of this event. Investigation results revealed that the handle cannular detached; therefore, this is now an MDR reportable event.